Event description:
Imprecision with inratio. Results reported as follows: inratio precision data provided by end-user lot 050210: 03/29/06 pt#2 first test inr=1.3 second test inr=1.3 third test inr=4.6. 03/29/06 pt#=3 first test inr=6.9 second test inr=3.1 third test inr=3.8